Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported general feedback from the hospital's technician coordinator, clinical engineering department that the pump modules were observed to have "broken door latches." There was no patient involvement.